Manufacturer narrative:
This report has been submitted on april 19, 2021.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery to remove the excess skin on (B)(6) 2020.